Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: operative reports for ¿hernia surgeries x 3, inguinal and ventral/incisional with mesh¿ were not provided.] Product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2016: (B)(6), md. Emergency room visit. Acute onset upper abdominal pain, nausea/vomiting x 2. Gastrointestinal: ventral hernia, not pulsatile. Impression: small bowel obstruction. Admit. (B)(6) 2016: (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: history inflammatory bowel disease. Pain, nausea from this morning. History prior partial colon resection. Findings: small sliding hiatal hernia. Impression: gastric distention, with small bowel dilatation with fluid levels noted. Narrowing of distal ileum in region of anastomosis. Raises possibility of small bowel obstruction secondary to a stricture. Fluid-filled loops of colon. (B)(6) 2016: (B)(6), md. Consultation. Abdominal pain. Gastrointestinal: well healed midline scar, mesh palpable, no recurrent hernia palpated. Impression: CT small bowel obstruction versus anastomotic stricture, but rapid resolution more consistent with infectious process. Plan: bowel rest, x-ray in morning, serial exams. (B)(6) 2016: (B)(6), md. Discharge summary. Admit date: (B)(6) 2016. Diagnosis: small bowel obstruction, bandemia. Hospital course: admitted with partial bowel obstruction, started antibiotics. Had diarrhea, tested positive for c. Diff. Stable, able to discharge. (B)(6) 2018: (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: right lower quadrant abdominal pain, history crohn¿s. Impression: suggestive for small bowel obstruction with a transition point noted approximately 7 cm proximal to the ileocolonic anastomosis in right abdomen. Surgical consultation recommended. (B)(6) 2018: (B)(6), md. History and physical. Abdominal pain. Cardiac stents placed 1 week ago. Early morning started having increasing abdominal discomfort, feeling bloated, pain was getting worse. CT found small-bowel obstruction. Impression/plan: small bowel obstruction. History of small bowel obstruction, colectomy. Continue with bowel rest, nasogastric tube. (B)(6) 2018: (B)(6), md. Xr ¿ small bowel. Addendum-correction. Indication: bowel obstruction, history crohn¿s disease with prior surgery removing 3 feet of large intestine 15 years ago, appendectomy. Impression: findings consistent with small bowel obstruction. Dilation of small bowel, with the point of transition not able to be visualized. (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction due to adhesions with small bowel ischemia. Procedure: exploratory laparotomy resection of previous mesh, extensive lysis of adhesions, small-bowel resection and anastomosis. Indication: high-grade small-bowel obstruction. Assistant: allah. Findings: ¿dense adhesions noted from the anterior abdominal wall and previously placed mesh to the colon and small bowel. Complete small bowel obstruction was noted in the pelvis right lower quadrant. The small bowel at this site appeared to be ischemic and did not pink up after lysis of adhesions. The previous mesh repair had attached itself to the small bowel and appeared to have formed granulomas.¿ complications: none. Specimen: small-bowel. Procedure: ¿under general anesthesia in the supine position the operative field prepped and draped in a sterile manner. A standard midline incision was made and the peritoneal cavity was entered at the site of the transverse colon. Careful dissection was carried along the incision with lysis of adhesions were [sic] the small bowel was densely adherent to the gore-tex mesh. The mesh appeared to have shrunk and formed into a spherical shape and was rock-hard bed measures therefore resected. Self retaining retractors tractors were placed and the small bowel was freed from adhesions all the way from the old ligament of treitz to the ileocolic anastomosis. A segment of ileum was noted to be dark in color suggesting ischemia. This segment of small bowel was resected using the auto stapling devices and a relative end to end anastomosis was made using a linear cutter 75 gia and echelon 60. The staple line was oversewn with interrupted lembert sutures of 3.0 silk. The mesentery of the bowel was closed with a running suture of 2.0 chromic. There was a small amount of spillage of intestinal contents during the anastomosis that was contained with laparotomy sponges and suction. The abdomen was c [sic] copiously irrigated with saline and a jackson-pratt drain 10 mm size was placed in the pelvis and brought out through a right lower quadrant stab incision and secured with a ligature of 2.0 silk. The incision was closed using running sutures of double 1. Pds 1 at the apex and the other inferiorly and tying them in the middle. The skin was closed with a skin stapling device. Aquasol dressing was applied.¿ patient condition/disposition: guarded condition. (B)(6) 2018 [assigned]: fhw. Photocopy. [Very poor quality, unable to decipher image]. (B)(6) 2018: (B)(6), md. Pathology report. Accession #: ws-18-0003078. Final diagnosis: a) small bowel, resection: benign congested small bowel with adhesions and mucosal ischemic changes, clinically from small bowel obstruction. B) gortex mesh from abdomen, repair: benign fascia with surgical mesh. Specimens received: a) small bowel. B) gortex mesh from abdomen. Clinical information: small bowel obstruction. Gross description: a) received in formalin labeled ¿small bowel¿ is a 35 cm segment of small bowel with maximal external diameter of 4 cm. The serosal surface is markedly congested and presents with dense fibrovascular adhesions. The wall is attenuated and 0.2 to 0.4 cm thick. The mucosa presents with marked congestion and central area of erosion. There are no areas of tumorous induration. Sections are submitted as follows: a1: mid portion of small bowel. A2: proximal and distal margins. B) received in formalin labeled ¿gortex mesh from abdomen¿ is a 7 x 1 x 5 cm portion of mesh and surrounding granulation tissue and fascia. There are no areas of tumorous induration. Representative section is submitted in cassette b. Microscopic description: a microscopic examination is performed and incorporated in the final diagnosis. (B)(6) 2018: (B)(6), md. Consultation. Indication: fever. Tolerated procedure. Over last 24 hours or so developed high-grade fever 101.2 on (B)(6) 2018, another 101.2 on 08/05/18. Started on zosyn [antibiotic]. Abdomen: dressings in place, dry, intact. Wound culture: many wbc¿s seen, few gram-positive rods, moderate gram-positive cocci in pairs and chains. Impression/plan: rule out bacteremia, line infection. Continue antibiotics for now, wound care. (B)(6) 2018: (B)(6). Nurse notes. Incision abdomen: draining purulent, large amount, strong, foul odor. 3 staples removed from distal incision per surgeon order, wound irrigated, packed iodoform strip. Large amounts purulent drainage, culture sent. (B)(6) 2018: (B)(6), md. Progress notes. Gastrointestinal: abdominal wound granulating well, some surrounding bruising. (B)(6) 2018: (B)(6), md. Progress notes. Gastrointestinal: jackson-pratt drain in place. Surgical midline dressing in place, drainage from surgical site, staples in place. (B)(6) 2018: (B)(6), md. Progress notes. Incision healing satisfactorily except for a small open area inferiorly that is being treated with aquasol ag. This can be done by home nurses, dressings can be changed monday wednesday friday. (B)(6) 2018: (B)(6). Nurse notes. Incision abdomen: dressing clean, dry, intact. Wound stapled, intact. (B)(6) 2018: (B)(6). Nurse notes. Incision abdomen: abd pad, small amount serous drainage. Dressing clean, dry, intact. Left jackson-pratt drain intact. (B)(6) 2018: (B)(6), md. Discharge summary. Admit date: (B)(6) 2018. Discharge diagnosis: small bowel obstruction. Status post exploratory laparotomy, extensive lysis of adhesion. Hospital course: developed fevers, infectious disease consulted, intravenous antibiotics given. Was seen by wound care for surgical incision. Has improved, now stable for discharge home with home health care for wound care and physical therapy. Procedure: exploratory laparotomy resection of previous mesh, extensive lysis of adhesions, small bowel resection and anastomosis. Activity: resume activities as tolerated. (B)(6) 2018: (B)(6), md. Emergency room visit. 2 day history of wound infection. Significant other states the wound has not been healing well and patient left hospital with an ¿open wound.¿ has been having visits with home health nurse and dressing gets changed twice daily. Gastrointestinal: moderate tenderness to palpation over anterior abdomen, surgical wound with 2 small areas of purulent discharge, fetid odor. Wound cultures collected. (B)(6) 2018: (B)(6), md. History and physical. Bowel resection 3 weeks ago, surgical site on abdomen open and draining yellow pus per wife. Twice daily dressing changes at home. Gastrointestinal: abdominal wound with drainage. Impression: surgical wound infection. Plan: admit. (B)(6) 2018: (B)(6), md. Consultation. Gastrointestinal: there is purulent drainage from the lower incision. Two other sinus openings are noted in the upper and mid incision. All skin staples have been removed. Fascia examined and noted to be intact. Impression: surgical wound infection, wound infection uncomplicated. (B)(6) 2018: (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: postoperative draining wound. Impression: moderate to severe mesenteric edema in region of new small bowel-small bowel anastomosis, as well as moderate/severe mural thickening of small bowel in this region indicating small bowel inflammation. Within the region of surgical anastomosis, there are at least 3 ring enhancing mildly dense fluid collections nonspecific, with differential including postoperative hematoma versus abscess, depending on symptoms. Small ring enhancing fluid collection in lower aspect of surgical scar, could represent subcutaneous abscess, as it is thick walled. In the upper to midportion of midline surgical scar, there is a small air-fluid collection, correlate for signs of infection in upper portions of surgical midline scar. Focal areas of mild small bowel dilation, air-fluid levels, mostly near regions of inflammation, indicating focal ileus. (B)(6) 2018: (B)(6). Microbiology. Culture blood: no growth at 5 days. (B)(6) 2018: (B)(6). Microbiology. Culture wound/abscess: site: abdomen. Moderated growth mixed normal skin flora. Moderate growth gram positive cocci. (B)(6) 2018: (B)(6), do. Progress notes. Incisional tenderness to palpation. Dressing clean, dry, intact. Vacuum assist closure functioning properly. (B)(6) 2018: (B)(6), md. Progress notes. Infectious diseases. Doing well, awaiting arrangement of wound vacuum assist closure. Impression/plan: wound cultures are finalized on growing mixed skin flora. Ok to discharge home on [antibiotics]for 5-7 days. (B)(6) 2018: (B)(6). Nurse notes. Incision midline abdomen: granulation 100%, serosanguinous drainage. Continuous negative pressure. (B)(6) 2018: (B)(6), md. Discharge summary. Admit date: (B)(6) 2018. Activity: unrestricted, as tolerated. Surgical wound infection: recent history expiratory [sic] laparotomy, lysis of admission [sic] for small bowel obstruction. Status post incision drainage debridement of postoperative wound infection midline incision with wound vacuum assist closure. Chronic anticoagulation. Chronic protein malnutrition. Hospital course: recently discharged home, was having increasing drainage from wound. Procedure: (B)(6) 2018 incision drainage debridement of postoperative wound infection midline incision. After procedure had wound vacuum assist closure placed. Evaluated by infectious disease, intravenous antibiotics. Discharged with oral antibiotics. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation; f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2016 through (B)(6) 2018 and not all records received in this time span are relevant to the alleged gore device. Product identification records for the alleged gore-tex mesh were not provided. Patient information: medical history: small bowel obstruction, small sliding hiatal hernia , obesity: (B)(6) 2016: 390 lbs., bmi 55.86, (B)(6) 2018: 167 lbs., bmi 23.99, smoking: (B)(6) 2018: former smoker, (B)(6) 2016: ventral hernia, (B)(6) 2016: partial bowel obstruction, gastroesophageal reflux disease [gerd]. Surgical procedures: unknown date: prostatectomy, unknown date: partial colectomy for perforated appendicitis with peritonitis, unknown date: exploratory laparotomy for small bowel obstruction, unknown dates: hernia surgeries x 3, inguinal and ventral/incisional with mesh, (B)(6) 2018: exploratory laparotomy resection of previous mesh, extensive lysis of adhesions, small-bowel resection and anastomosis, (B)(6) 2018: incision drainage debridement of postoperative wound infection midline incision. Vacuum assist closure. Implant preoperative complaints: 2014: no medical records provided. Implant procedure: alleged implant of ¿gore-tex¿ mesh. [No product identification provided.] Implant date: unknown [hospitalization dates unknown] : no operative report provided. Relevant medical information: (B)(6) 2016: inpatient hospitalization. (B)(6) 2016: emergency room. ¿acute onset upper abdominal pain, nausea/vomiting x 2. Gastrointestinal: ventral hernia, not pulsatile. Impression: small bowel obstruction.¿ (B)(6) 2016: CT abdomen/pelvis. Impression: gastric distention, with small bowel dilatation with fluid levels noted. Narrowing of distal ileum in region of anastomosis. Raises possibility of small bowel obstruction secondary to a stricture . Fluid-filled loops of colon. (B)(6) 2016: gastrointestinal: ¿well healed midline scar, mesh palpable, no recurrent hernia palpated. Impression: CT small bowel obstruction versus anastomotic stricture, but rapid resolution more consistent with infectious process. Plan: bowel rest, x-ray in morning, serial exams.¿ (B)(6) 2016: discharge summary. Hospital course: ¿admitted with partial bowel obstruction, started antibiotics. Had diarrhea, tested positive for c. Diff. Stable, able to discharge .¿ explant preoperative complaints: (B)(6) 2018: CT abdomen/pelvis. ¿indication: right lower quadrant abdominal pain , history crohn¿s. Impression: suggestive for small bowel obstruction with a transition point noted approximately 7 cm proximal to the ileocolonic anastomosis in right abdomen . Surgical consultation recommended.¿ (B)(6) 2018: history and physical. ¿abdominal pain. Cardiac stents placed 1 week ago. Early morning started having increasing abdominal discomfort, feeling bloated, pain was getting worse. CT found small-bowel obstruction. Impression/plan: small bowel obstruction. History of small bowel obstruction, colectomy. Continue with bowel rest, nasogastric tube.¿ (B)(6) 2018: x-ray ¿ small bowel. ¿indication: bowel obstruction, history crohn¿s disease with prior surgery removing 3 feet of large intestine 15 years ago, appendectomy. Impression: findings consistent with small bowel obstruction. Dilation of small bowel, with the point of transition not able to be visualized.¿ explant procedure: exploratory laparotomy resection of previous mesh, extensive lysis of adhesions, small-bowel resection and anastomosis. Explant date: (B)(6) 2018 [hospitalization dates (B)(6) 2018]. (B)(6) 2018: findings: ¿dense adhesions noted from the anterior abdominal wall and previously placed mesh to the colon and small bowel. Complete small bowel obstruction was noted in the pelvis right lower quadrant. The small bowel at this site appeared to be ischemic and did not pink up after lysis of adhesions. The previous mesh repair had attached itself to the small bowel and appeared to have formed granulomas .¿ procedure: ¿a standard midline incision was made and the peritoneal cavity was entered at the site of the transverse colon. Careful dissection was carried along the incision with lysis of adhesions were [sic] the small bowel was densely adherent to the gore-tex mesh. The mesh appeared to have shrunk and formed into a spherical shape and was rock-hard bed measures therefore resected. Self retaining retractors tractors were placed and the small bowel was freed from adhesions all the way from the old ligament of treitz to the ileocolic anastomosis. A segment of ileum was noted to be dark in color suggesting ischemia. This segment of small bowel was resected using the auto stapling devices and a relative end to end anastomosis was made using a linear cutter 75 gia and echelon 60. The staple line was oversewn with interrupted lembert sutures of 3.0 silk. The mesentery of the bowel was closed with a running suture of 2.0 chromic. There was a small amount of spillage of intestinal contents during the anastomosis that was contained with laparotomy sponges and suction. The abdomen was c [sic] copiously irrigated with saline and a jackson-pratt drain 10 mm size was placed in the pelvis and brought out through a right lower quadrant stab incision and secured with a ligature of 2.0 silk. The incision was closed using running sutures of double 1.¿ (B)(6) 2018: pathology. Final diagnosis: ¿specimens received: a) small bowel. B) gortex mesh from abdomen.¿ a) small bowel, resection: ¿benign congested small bowel with adhesions and mucosal ischemic changes, clinically from small bowel obstruction.¿ b) gortex mesh from abdomen, repair: ¿benign fascia with surgical mesh.¿ gross description: a) ¿received in formalin labeled ¿small bowel¿ is a 35 cm segment of small bowel with maximal external diameter of 4 cm. The serosal surface is markedly congested and presents with dense fibrovascular adhesions. The wall is attenuated and 0.2 to 0.4 cm thick. The mucosa presents with marked congestion and central area of erosion. There are no areas of tumorous induration.¿ b) ¿received in formalin labeled ¿gortex mesh from abdomen¿ is a 7 x 1 x 5 cm portion of mesh and surrounding granulation tissue and fascia. There are no areas of tumorous induration. Representative section is submitted in cassette b . Microscopic description: ¿a microscopic examination is performed and incorporated in the final diagnosis.¿ (B)(6) 2018: discharge summary. Hospital course: ¿developed fevers, infectious disease consulted, intravenous antibiotics given. Was seen by wound care for surgical incision. Has improved, now stable for discharge home with home health care for wound care and physical therapy. Activity: resume activities as tolerated.¿ relevant medical information: (B)(6) 2018: incision drainage debridement of postoperative wound infection midline incision. Conclusion : the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent hernia repair in approximately 2014, whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, mesh shrunk, mesh removal, additional surgery. Additional event specific information was not provided.